Manufacturer narrative:
The patient¿s skin condition was successfully treated with biafine cream prescribed by the attending physician. Onsite testing of the involved device by a spacelabs field service engineer confirmed that the equipment performed to specifications. The involved cuff was sent to spacelabs for further investigation. Additional investigation of the cuff was performed by (B)(6) per their standard. The patient did not wear the recommended jersey cuff protector. This cuff protector acts as an insulator and prevents any residual cleaning agent that may be on the cuff from irritating sensitive skin. The (B)(6) report concluded that residual cleaning agent on the cuff was the source of the reported injury. The customer uses hexanios for cleaning these cuffs. The hexanios safety data sheet lists skin irritation as a possible hazard. Spacelabs¿ user manual does not list hexanios as a spacelabs recommended cleaning agent. There was no spacelabs product malfunction. The customer now routinely uses the cuff protector to prevent skin irritation which has resolved the issue. This report is final and the issue is closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00030, that mistakenly identified the manufacturer report number; at FDA form 3500a top of page 1 and mistakenly identified the manufacturer by listing the manufacture¿s affiliate entity.

Event description:
Spacelabs received a report on september 17, 2014 from a customer in (B)(6) that a patient wearing a spacelabs adult ambulatory blood pressure cuff model 015-0068-04q developed a skin rash with blisters after product use on (B)(6) 2014.